Manufacturer narrative:
This report is filed april 28, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to explant the device on (B)(6), 2014. During the same surgery the patient was implanted in the contralateral ear.